Manufacturer narrative:
(B)(4). The product has not be returned to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following the placement of response spine construct, the patient was revised due to fractured pedicle screws. The patient had three pedicle screws revised. No other patient consequences were reported.